Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen (unknown concentration and dosage) via an implantable infusion pump for intractable spasticity. It was reported that the hcp wanted to confirm the time on the pump is updated at pump update, not interrogation. The hcp reported that the pump delivered a bolus and when the pump time was moved back and updated to the local time, the pump delivered the bolus again. The hcp stated that it was a small bolus. Additional information was received from the healthcare professional (hcp) on 2025-nov-24. The hcp clarified that the patient had a scheduled bolus before the time was updated and they refilled the pump that day. The bolus that was delivered after the time was updated was automatic as a result of scheduling and the time change of daylight savings. The patient was monitored and the hcp made a follow-up call the next day. The patient did not have any issues with the extra bolus. The issue of the extra bolus was resolved. There was no problem with the clinician programmer and logs were not done as it was based on the time of the bolus and when the pump was updated.

Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.